Event description:
Note: this manufacturer report pertains to one of two devices used on the same patient. It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a procedure performed on an unspecified date, for the treatment of stress urinary incontinence. However, it resulted in voiding dysfunction. That sling was removed by the physician in 2017. After removal, the patient developed severe stress urinary incontinence, requiring many pads. On (B)(6) 2018, the patient was implanted with another lynx suprapubic mid-urethral sling system during a redo of the lynx sling procedure for the treatment of recurrent stress urinary incontinence secondary to hypermobility of the urethra. She was very bothered and requested another sling. All risks and benefits were discussed, and the patient understood and agreed to proceed with the plan. On (B)(6) 2019, the patient underwent a sling removal procedure for the treatment of her voiding dysfunction following a sling placed for stress urinary incontinence. All risks and benefits were discussed, and the patient understood and agreed to proceed. During the procedure, a sharp dissection was used to dissect the periurethral fascia in the vaginal epithelium from the bladder neck to just proximal to the urethral meatus and laterally to the inferior pubic rami. The sling was identified at the mid-urethra. Moreover, findings revealed that the mid-urethral sling was tight. It was circumferentially dissected off the mid-urethra, cut in the middle and dissected completely as it inserted into the obturator internus muscle bilaterally. There, it was cut and sent for pathological analysis. The urethra was noted to be intact. Copious antibiotic irrigation was done. The vaginal epithelium was then closed with 2-0 vicryl in a running fashion. A vaginal packing and foley catheter were left in place. The patient tolerated the procedure well and was returned to the recovery room in good condition.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017, as the sling was reported to have been removed in 2017 and no specific implant or event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implant/revision surgeon is: dr. (B)(6). (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.